Event description:
I have a "technoneb" portable nebulizer that was acquired several years ago via my "medicare" card. I can't remember the name of the co that sold it to me. In any case the thing is now acting up. It stops for no reason at all and I have to constantly re-start it, -when it starts-, and am unable to get my adequate supply of medication. Sometimes it gives me all of my meds and other times it doesn't. Not sure what's going on here but it proves to be quite trying especially when I am fighting to breathe, - I suffer with copd-. I sent an e-mail to "technoneb" but as of this writing, no reply. Diagnosis or reason for use: copd.